Event description:
It was reported that post operation to an panniculectomy procedure, the patient returned to the ER with a bleed.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: "what is surgeons experience with device? 10+ years. What is the current patient status? Has recovered were there any alleged device deficiencies during the initial procedure? No how was the bleeding controlled? Suture. Was there a reoperation? Yes. If so, what was observed during reoperation? Bleeding from the site where clip was used. Were malformed clips observed? Not known. Were scissored clips observed? Not known. Was a blood transfusion needed? No." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.